Manufacturer narrative:
This device referenced in this report has not been returned to olympus for evaluation. The exact cause of the reported event could not be conclusively determined at this time. If additional info or if a device is received at a later time, this report will be supplemented. Please cross-reference the following reports for the other four devices; 8010047-2014-00393, 8010047-2015-00285, 8010047-2015-00283 and 8010047-2015-00284.

Event description:
Olympus was informed that the user facility conducted a control test on the subjective device, and klebsiella pneumonia was found.